Event description:
It was reported that during a da vinci-assisted salpingectomy surgical procedure, the fenestrated bipolar forceps instrument rubber around the cable is burnt. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the rubber around the cable is burnt, an investigation was completed to determine the cause of this reported event. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have charring and localized melting on the yaw pulley close to the grip cables. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument moved intuitively in all directions. The grips opened and closed properly. The instrument delivered energy on several attempts. Common causes of the failure mode thermal damage between grips instrument bipolar yaw pulley are typically attributed to mishandling/misuse for example by insulation degradation and carbonized tissue creating a conductive path. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument exhibited signs indicative of thermal damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) and adverse event are not applicable.